Manufacturer narrative:
Follow-up #1 date of submission 09/13/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2016 with the following findings: during testing, the audio bolus button cover was observed to be detached/missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button was under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.